Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The device was visually inspected and functionally tested (underwater pressure test) per product specifications. Flow obstruction was not observed in the sample provided. The reported condition could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set could not be primed. The user switched out the set with one from a different lot number. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.